Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2014 with the following findings: a review of the black box revealed no evidence of loss of prime. The returned battery cap and cartridge cap were used to complete the investigation. During evaluation, the pump was powered on with a hard ¿call service (cs) 054¿ alarm upon start up, and the investigation on the ¿loss of prime issue was unable to be completed. The pump was reloaded with a new software code and the pump displayed the verify screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.